Event description:
On (B)(6) 2017, the reporter contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultra 2 meter was displaying an error unknown message. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the meter issue started the first week in (B)(6) 2017. She stated that the patient manages her diabetes with medication including metformin and glipizide, and denies the patient made any changes to her usual diabetes management regimen in response to the alleged meter issue. The reporter alleges that 1-2 days after the meter issue started the patient developed the symptom of ¿shaky¿. The reporter noted that the patient self-treated with eating some food. At the time of troubleshooting, the csr noted that the reporter did not have the lfs products, so no troubleshooting could be carried out. Products were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.

Manufacturer narrative:
Analysis was not possible for the returned meter due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.